Event description:
It was reported that a peritoneal dialysis (pd) patient required their pd catheter to be removed and received a temporary hemodialysis (hd) catheter. The procedure was performed on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).